Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a bent grip, and the tip does not align with the other grip. The grips do not show cracking damage. The components adjacent to this bent grip show damage. =

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the 8mm force bipolar instrument was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer had to open 3 different force bipolar instruments to get one to work. It was reported no patient injury occurred. It was reported that the device was in use and just stopped working and another instrument was obtained.